Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2014, the patient was prescribed a ten day course of oral antibiotics. On (B)(6) 2014 the patient was administered general anesthesia to facilitate cauterization of granulation tissue. The patient was again administered general anesthesia on (B)(6) 2014 to facilitate abutment removal. The implanted device remains.